Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient dob reporter in pfs: (B)(6) 1984. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case 2018-234653 was found to be duplicate of this case and will be deleted. All information from case 2018-234653 was transferred to this case. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient dob reporter in pfs : (B)(6) 1984. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia,') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included cervix inflammation. Concurrent conditions included dysmenorrhea, endometriosis and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy excision of portions of bilateral fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: patient dob reporter in pfs : (B)(6) 1984. As per mr, discrepancy noted in date of insertion: (B)(6) 2009. Insertion procedure: after proper placement confirmed by the black line, the button was fires the spring coil was then relaxed. The handheld piece was then removed with two-to-three training coils noted from the right tubal ostia. In the similar fashion, the left tubal ostia was then visualized and the handheld piece was inserted through the operative hysteroscope. The catheter was then inserted into the left tubal ostia. After proper placement was confirmed by the black line, the button was fired and spring coil was released. The handheld piece was removed and was noted to be two-to-three trailing coils from the left tubal ostia. As per mr, discrepancy noted in date of removal: (B)(6) 2013. Estimated blood loss; 150 cc. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: initial scout radiograph demonstrates essure device in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, patient's medical history, lab data and rcc were added. Patient's date of birth was updated and event "removal" was updated to menometrorrhagia, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included cervix inflammation. Concurrent conditions included dysmenorrhea, endometriosis and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy excision of portions of bilateral fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: patient dob reporter in pfs : (B)(6) 1984. As per mr, discrepancy noted in date of insertion: (B)(6) 2009. Insertion procedure: after proper placement confirmed by the black line, the button was fires the spring coil was then relaxed. The handheld piece was then removed with two-to-three training coils noted from the right tubal ostia. In the similar fashion, the left tubal ostia was then visualized and the handheld piece was inserted through the operative hysteroscope. The catheter was then inserted into the left tubal ostia. After proper placement was confirmed by the black line, the button was fired and spring coil was released. The handheld piece was removed and was noted to be two-to-three trailing coils from the left tubal ostia. As per mr, discrepancy noted in date of removal: 18dec2013. Estimated blood loss, 150 cc. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: initial scout radiograph demonstrates essure device in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.